Event description:
During an exploratory laporascopic procedure, there was a spark between the probe and the handle. The spark had caused a burn to the patient's colon.

Manufacturer narrative:
The event was reported by (B)(6) from (B)(6) hospital through a telephone conversation on (B)(6), 2011. (B)(6) could not provide all the answers to the questions that were asked, so an e-mail was sent to her on the same day. It was requested that she forward the questions to the appropriate department. On (B)(6), 2011, a phone call was placed for (B)(6). On (B)(6), 2011, (B)(6) had stated that the risk management department was holding the suspect sample and had not made a decision on whether the sample would be returned or not. On (B)(6), 2011, another email was sent to kim to inquire about the sample's return and the follow-up questions. If the device should be returned, a follow-up report will be sent to the f.d.a. To disclose conmed's evaluation results. This report is to inform the f.d.a. That an injury was sustained while one of conmed's products was being used.